Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): power on self test indicates a hard drive error. Hard drive found out of electrical specification. Link electronics module print circuit board found out of electrical specification. Fan is noisy. Display overlay and bezel broken.

Event description:
The programmer was returned to the manufacturer for software update, analyzed and tested out of specification. No patient involvement or complications were reported.